Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's spacer had migrated due to potentially being the wrong size. The patient's spacer was explanted and replaced with a new one. The patient is doing well following the surgery.